Event description:
Suspected deep vein thrombosis (dvt) post midline placement.

Manufacturer narrative:
(B)(6) (rn at (B)(6) healthcare) reported to avi two cases of suspected dvt on the same day using the same lot of product. As a result, avi is submitting two mdrs. (This MDR) is being reported for suspected dvt for a male patient post-midline placement. A midline had been inserted in the patient's left upper arm on (B)(6) 2022 at an inpatient facility and required removal on the same day. (B)(6) was not able to view the ultrasound report and therefore was not able to confirm suspicion of dvt. (B)(6) noted that he had tried different methods for hydration, rather than follow the provided IFU. (B)(6) (rn, avi clinical field director) reinforced the importance of utilizing the correct method for hydration. The lot history records for the following lots were reviewed and did not reveal any anomalies or deviations that could have contributed to the complaint issue: 10122101, 11042102, 12092103, 11162103, 12162105, 11242103.